Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 41 mg/dl. He drank soda to bring his blood glucose level up. The customer felt like he was going to pass out. The customer delivered 5 units and his blood glucose level went up to 360 mg/dl. He changed the infusion set due to blood at the site. The device was not returned.